Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 3 states, ¿bending, fracture, loosening, rubbing, and migration of the implant may occur as a result of excessive activity, trauma, or load bearing.¿

Event description:
It was reported that patient underwent an acl procedure on (B)(6) 2015. During the procedure, the bioabsorbable screw fractured while being inserted into the patient's tibia. Subsequently, the screw was removed and another screw was used to complete the procedure. No additional holes had to be drilled in order to complete the procedure.